Manufacturer narrative:
Product event summary: the device was returned and analyzed. During the analysis of the returned device the failure on the hybrid disappeared.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was seen in the cardiologist's office and was found to have a heart rate at approximately 40 beats per minute. The patient had loss of capture and the device was noted to be 6-7 months past elective replacement indicator. The patient was taken to the hospital emergency room and had a device change that same day. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.